Event description:
A malfunction was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.